Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. If additional relevant information is received, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. Discarded by facility.

Event description:
The eyelet came back through with the sutures and was not retrieved from the patient. Surgeon had pre-punched, inserted and deployed; when the sutures were pulled, the anchor came out. Eyelet is loose in the joint, detached from the sutures. A 5.5 swivel lock was used in the same hole to complete the case.